Manufacturer narrative:
As this lead remains implanted no analysis will be conducted. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information received noted that at the follow up ra impedances values were back to normal range. No other action was taken. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that after a normal device replacement procedure this right atrial (ra) lead was connected to the new device and out of range pacing impedances were noted. An x-ray taken showed no abnormalities. The new device was left programmed to vvi as the patient is in chronic atrial fibrillation and no additional actions were performed. No patient effects were reported.

Event description:
--